Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on an unknown date, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of 1+. On an unknown date, transoesophageal echocardiogram (toe) was performed and showed the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The slda caused a posterior prolapse and mr to increase to 3-4.

Event description:
Subsequent to the initially filed report, additional information was received stating the clip was implanted on (B)(6) 2021. On (B)(6) 2024, the patient returned to the hospital and echocardiography showed the implanted clip had detached from one leaflet (slda), causing mr to increase to a grade of 4+. On (B)(6) 2024, a second mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to friable posterior leaflet. The tissue injury and recurrent mr appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and a second mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.